Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre pulmonary balloon dilator was used in a pulmonary dilatation procedure on (B)(6), 2010 (patient age, gender, weight and ID are unknown.) According to the complaint, during the procedure after dilatation was complete, the balloon would not fully deflate. The physician used a 10cc syringe with no needled to manually deflate the balloon. The procedure had been completed with this device with no patient complications. The patient's condition had been described as "fine."